Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument stopped working. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaws were not stuck shut or unable to be opened. The instrument was moving in a non-intuitive way.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported issue with the force bipolar instrument could not be replicated nor confirmed. The grip test was performed with no issue. The cauterization test worked as expected. The instrument was placed and drive recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.